Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study. It was reported that impedances on electrode pairs 0 <(>&<)> 1, 0 <(>&<)> 2, 0 <(>&<)> 3, and 1 <(>&<)> 3, were >4000 ohms. It was noted that there were no clinical signs or symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.